Manufacturer narrative:
The allegation of lead fracture is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Common device name: octrode lead, model: 3186, UDI: 05415067017246, serial: 19289526, batch: a000120156.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's lead was explanted and replaced due to being fractured.

Manufacturer narrative:
The reported issue was not confirmed in reference to the returned lead segments. The root cause was not ascertained. The entire lead system was not returned. No program status errors were log in the ipg diagnostic logs suggesting a lead issue had occurred resulting in an inhibition of therapy. The octrode lead segments that were returned with the ipg were tested and no electrical anomalies or wire damage were observed.